Event description:
It was reported that the patient experienced infection on both sites and noted a holes in the back area. It was unknown what caused the infection. The patient was placed on antibiotics and underwent an explant procedure. No culture was taken. The patient was doing well postoperatively, and the explanted devices were not returned due to facility restrictions.

Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads-MRI, upn: m365sc2408560, model: sc-2408-56, serial: (B)(4), batch/lot: 7073812/ 7074079.